Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24336.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant glucose result on patient. There was no additional information at the time of this report. Return product is not available for investigation. Method: result sample: I-stat , 71 mg/dl a. Glucometer, 45 mg/dl a. I-stat , <20 mg/dl b. Glucometer, 27 mg/dl b. I-stat , 130 mg/dl c. Glucometer, 61 mg/dl c. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.